Event description:
During initial implant, low pacing impedance and failure to sense was observed on the right ventricular (rv) lead. The rv lead explanted and replaced. The patient was in stable condition.